Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The ventilator does not pass the self-test, therefore ventilation cannot be initiated. The incident did not occur during ventilation. The issue was resolved after the pressure sensor board was replaced. Investigation is ongoing.

Event description:
The ventilator does not pass the self-test, therefore ventilaton cannot be initiated. The incident did not occur during ventilation. The issue was resolved after the pressure sensor board was replaced. Investigation is ongoing.